Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, a small amount of fluid seeps out of the cartridge hole during the patient's infusion and infiltrates the indwelling needle dressing. This event occurred 1 time, and no patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of oil gel globules was not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, a small amount of fluid seeps out of the cartridge hole during the patient's infusion and infiltrates the indwelling needle dressing. This event occurred 1 time, and no patient or user impact reported.